Manufacturer narrative:
Service was not dispatched to the site as the customer was not questioning instrument performance. The reagent pack was not returned for analysis. A definitive root cause for this event has not been determined to date.

Event description:
The customer reported that on (B)(6) 2011 cardiac troponin (accutni) quality control (qc) results and one patient result generated from an access 2 immunoassay system were flagged with indeterminate instrument flags. The accutni qc results and patient result were not reported out of the laboratory, hence there were no deaths, serious injuries or modifications to patient treatment associated or attributed to this event. Upon inspection of the reagent pack the customer indicated it appeared "very bubbly". Upon replacement of the reagent pack, quality control results returned to within customer established specifications. The patient initial result was flagged as indeterminate and the patient repeat results were not supplied by the customer. No patient information or sample handling/collection information was provided by the customer.